Event description:
Devilbiss healthcare was notified of an incident involving a portable oxygen concentrator by the home oxygen provider who stated that the "patient stated she was in a personal truck and went to get out and had a seizure and fell out." There were no other injuries associated with the reported incident. The patient told the provider that she sought medical attention, and claims a physician advised her "she has a brown spot on her brain." The patient is concerned the portable concentrator may have contributed to the event. Devilbiss healthcare has not received a report from the patient's physician. Devilbiss healthcare is requesting the return of the device for inspection and will file an update if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare evaluated the device involved in the event. Based on the assessment, the device was found to be fully operational and producing and delivering oxygen within specification at setting 3, which is the setting that was used by the customer. The alarm system was found to be working correctly and would have alerted the customer to any issues that may have occurred during use.